Event description:
It was reported that the patient died. The cause of death was not known. The concentration and daily dose of baclofen being delivered via the pump were not reported. The device will be returned to the manufacturer once it is released from the coroner. Additional information has been requested, but was not available as of the date of this report.